Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.